Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, yellow particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior due to a fold flaw opening.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.